Event description:
It was reported to philips healthcare that the heartstart mrx buttons located under the display are damaged. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.